Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Per the instructions for use, do not use the perclose proglide smc system if the puncture site is located above the most inferior border of the inferior epigastric artery (iea) and/or above the inguinal ligament based upon bony landmarks, since such a puncture site may result in a retroperitoneal hematoma. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device with a 6f sheath after a coronary dilatation interventional procedure. The access site was a high stick above the femoral head. Reportedly, the sutures of the proglide were deployed and the sutures were used to achieve hemostasis; however, the patient's blood pressure began dropping. There was still some pulsatile blood flow coming from the access site. Access was made through the right common femoral to look at the left common femoral. A retroperitoneal bleed was noted which was treated with a blood transfusion and the patient was observed. Manual arterial compression was ultimately applied to achieve hemostasis. The patient required prolonged hospitalization for four days. There was no adverse patient sequel, but there was a reported clinically significant delay in the procedure or therapy due to the blood transfusion and observation. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. It should be noted that the perclose proglide instructions for use (lhr), states: do not use the perclose proglide smc system if the puncture site is located above the most inferior border of the inferior epigastric artery (iea) and/or above the inguinal ligament based upon bony landmarks, since such a puncture site may result in a retroperitoneal hematoma. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation determined the reported difficulties and patient effects appear to be related to user error and the treatment appears to be related to procedure circumstance. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.